Event description:
A customer contacted beckman coulter inc. (Bci) stating that the hydro canister lids on the unicel dxc 800 pro synchron chemistry analyzer cracked. There was no injury as a result of this event.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the lids on the canisters.